Manufacturer narrative:
The reported event was confirmed as a manufacturing related. Visual evaluation noted one magic 3 go catheter was received. Visual inspection noted no eyelets were present on the catheter. Although the reported event was confirmed a root cause could not be determined. However a potential root cause for this failure mode could be due to mechanical failure. The product was influenced by the reported failure. The product was used for the treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the magic 3 go male coude catheters were varying diameters and one of the catheter did not have any eyelets.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the magic3 go male coude catheters had varying diameters and one did not have any eyelets.